Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed, based on provided photos. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show that the plate has clearly fractured. The complaint is confirmed. A determination cannot be made as to what caused the plate to fracture. A review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: plate and screw fixation is present at the left side of the mandible with bone grafting. The fixation plate is fractured laterally, and there is displacement of the lateral bone graft without incorporation. The implants do not appear loose. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d9; g3; h2; h3; h4; h6; h11. Complaint sample was evaluated, and the reported event was confirmed. A visual inspection was conducted on the returned plate. The plate shows signs of attempted use including heavy marking and scratching on the plate surface. Further inspection shows that the plate has fractured. Only 1 piece of the fractured plate was returned. Fracture analysis and the returned device was examined using optical microscopy and scanning electron microscopy. Suspected fracture initiation site was identified where fatigue striations were observed and the direction of crack propagation was determined. These observations suggest that the primary fracture mode was fatigue, initiating near the corner of the inner, bone-contacting surface. Elemental analysis confirmed that the composition of the specimen is consistent with commercially pure titanium (cp ti). For clarity, carbon and oxygen¿likely originating from surface contamination¿were excluded from the reported results. Trace amounts of silicon (si), calcium (ca), and gallium (ga) were also detected and are similarly considered to be surface contaminants. Root cause remains unchanged and cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): unknown screws (unknown). G2: foreign - the event occurred in india. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks after an oral cranio-maxillofacial fixation procedure, the patient underwent a revision due to implant fracture. The implanted plate was fractured in two (2) parts and removed. New plating and screws were implanted during the revision procedure. Attempts have been made, and no further information has been provided.